Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that third party pca keys are being sold on amazon and reported that the pca was "compromised." No additional information was provided. There were no reports of patient events/there was no patient involvement.